Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. The reported serious injury/illness/impairment is a result of case-specific circumstances. Thrombosis/thrombus is listed in the instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a thrombus inside the steerable guide catheter. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After inserting the steerable guide catheter (sgc) into the left atrium, the dilator and wire were pulled back out of the body while applying negative pressure. After flushing the inside of the sgc column with heparinized saline, a thrombus of about 3 mm was observed in the column. The sgc was replaced and the procedure achieved the desired endpoint and was completed. The mr was reduced to 1. No additional information was provided.